Event description:
Procedure type: hernia. According to the reporter: part of balloon tip trocar broke off in the patient and was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. There was no bleeding, and patient is fine.

Manufacturer narrative:
Date initial report sent: 12/02/2008.